Event description:
A (B)(6) customer reported he was testing his blood glucose daily but his readings had not been stored in the memory of the contour link since (B)(6) 2016. No adverse event was alleged. The customer was asked to return the meter for investigation. A replacement meter was sent to him.

Manufacturer narrative:
The customer's meter was returned and evaluated. The problem was observed. This software version of meter was susceptible to a condition where the meter would not have enough battery power to store the reading in memory. The issue was fixed with the updated software version 3.04.